Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this electrode and subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited oversensing of slow ventricular tachycardia (vt) resulting in two inappropriate shocks to this patient. Approximately a week prior, this s-ICD system had experienced difficulty during defibrillation threshold (dft) testing at implant with inducing ventricular fibrillation (vf). Ventricular tachycardia (vt) was successfully induced however, and successfully converted. Technical services (ts) discussed treatment strategies for this patients vt including changes in medication, ablation and other devices. The s-ICD was reprogrammed and this system remains in service. No adverse patient effects were reported. (B)(4).